Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. A review of the event history log identified downstream occlusion alarms. The device revealed no hardware or software abnormalities that would induce the reported allegation. No correction was needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion which did not reset. There was no known patient injury or medical intervention associated with this event. No additional information is available.